Event description:
During troubleshooting for a check patient line alarm, the home patient (hp) stated that they had not opened the clamp on the patient line during priming. The technical service representative (tsr) assisted the patient in ending therapy and advised the hp to restart therapy using all new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The patient reported that they had not opened the clamp on the patient line during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. The guide instructs the user to check the lines for closed clamps. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.